Event description:
A (B)(6) female pt contacted lifecor customer support to report that she was receiving frequent arrhythmia alarms. The download showed artifact on both channels. Support sent the pt a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The electrode belt was found to have a defective cable from ECG b to the distribution node. This caused the deterioration of the signal. The cable was reconditioned and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The cable was returned to stock. The root cause of this defect is unk, but appeared to be strain placed on the cable by pt wear. The electrode belt cable was fixed. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.